Manufacturer narrative:
Continuation of d10: product ID: ped2-425-14, (d040572); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, ruptured posterior communicating artery (pcom) aneurysm with a max diameter of 6mm and a 4mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.5mm distally and 4.15mm proximally. The access vessel was groin, with 4-6mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was 19. Ped encountered resistance at the distal section of the catheter, ancillary devices include a synchro 014 guidewire, phenom 27 microcatheter, navien 5fr guide catheter, destination sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed. The ped had resistance and wouldn't come back into phenom catheter.